Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air bubbles present throughout the tubing. Customer was able to successfully expel the bubbles. Customer had elevated blood glucose levels (400 mg/dl). Customer delivered manual injections to get blood glucose back in target range.